Manufacturer narrative:
Approximate age of the device is1 year, 18 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with chronic unclear etiology thrombocytopenia with an acute drop to 10,000 platelets on (B)(6) 2019. The patient was admitted and patient stated they had some blood in mouth 5 days prior and some dark stools. Stools on admission were normal and no obvious bleeding from any other site. Patients coumadin was held for one day and hematology was consulted. The patients platelets went up to 40,000 the next day. Patient was stable and discharged home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.